Event description:
It was reported that the patient was changing from the ac adaptor to batteries and noticed that the connection was loose in power port #2 on the controller. The patient was not able to connect the battery into power port #2 and the controller "properly gave a power disconnect alarm to power port #2." The patient reportedly contacted the implant center and was instructed to go to the emergency department to have the device looked at. When the patient reported to the emergency department, it was noted that the pins in power port #2 were bent. The patient changed the controller over to the back-up device without incident. It was noted by the ventricular assist device (vad) coordinator that the patient would "tend to turn her power source cable rather than let it lock into place." The vad coordinator conducted "additional education with the patient on making good connections" at that time. There were no further alarms after the elective controller exchange. The device has been sent back to the manufacturer for analysis. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The patient instructions for use (IFU) give the following instruction on how to connect the power source cable to the controller "gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A good connection will result in an audible click." The patient IFU also gives the following warning "when connecting cables, do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." According to the report from the vad coordinator it is possible that the patient was connecting to the device improperly. The controller was received by the manufacturer and analyzed. The reported event was confirmed by visual inspection. It was found that the controller failed the external visual testing as a result of damaged pins on power port #2. The damage prevented the battery from making a proper connection. Damage was most likely caused due to improper handling of the controller.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the controller revealed broken pins on power source two (2) of the controller, confirming the reported event. Analysis of the device revealed that the device failed to meet specifications. Functional testing revealed that (B)(4) failed due to broken pins and prevented the unit from establishing an electrical connection with the power source. The confirmed malfunction is related to the reported event. Manufacturer has opened an internal investigation to evaluate these types of issues. There are no known clinical factors that could have contributed to this event. The most likely root cause is the twisting force exerted by the patient when attempting to lock the battery into place.